Manufacturer narrative:
(B)(4). Concomitant medical products: unk zimmer hg ii shell, pn unknown, ln unknown, unk zimmer femoral stem, pn unknown, ln unknown, unk head pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05048, 0001822565-2019-05050. This follow-up report is being submitted to relay additional information. Xray review indicated eccentric position of the femoral implant in relation to the cup reflecting advanced liner wear. Also noted in xray review was radiolucency along the medial/inferior acetabular cup and a small focus of radiolucency in gruen zone 7. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was being considered for a revision due to unknown reasons. Xray review indicated there was eccentric position of the femoral implant in relation to the cup reflecting advanced liner wear. There is radiolucency along the medial/inferior acetabular cup and a small focus of radiolucency in gruen zone 7. Attempts to obtain additional information was made; however, none was available.